Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was successfully implanted. Heparin reversal was performed after the device was released. A few hours post-implant, a stroke was noted during recovery of the patient in the post-anesthesia care unit. Clots were removed by the surgeon and the patient recovered with no deficits. The patient was discharged home a few days later.